Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 140903. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was received for evaluation by our quality team. It came in sealed packaging blister and a visual inspection was performed. It has embedded degraded resin in the barrel flange and no other defect or imperfection was observed. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause for this defect could have resulted during the syringe molding process where the embedded degraded resin could have built up in the hot runner system where it can break loose and become embedded and molded into the components. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: foreign matter.